Event description:
It was reported that the device was mounted on the expiratory end at 5 p.m., and it was found that the airway pressure went up to 30-40 cm of h20 at 8 a.m. The next morning. The pt could not expire, pressure dropped down after the removal of the device. No obstruction was observed in the circuit.